Manufacturer narrative:
(B)(4). This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported when the electrode was inserted and they started the ablation the temperature immediately showed 97 degrees. They changed to a new electrode and were able to complete the ablation. There was no patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, and nothing fell into cavity.